Event description:
It was reported that the patient had two shorted leads and therefore, the patient's battery became depleted. The implantable neurostimulator was replaced. It was unclear if the leads were replaced as well. Post-surgery, the patient had great tremor control and was happy with the results. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional review indicates the information in MFR report # 3004209178-2012-05663 pertains to this manufacturer's report. Any additional info will be reported in this report.

Manufacturer narrative:
Product ID 37642 lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient; product ID 37085-40, lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ extension; product ID 37085-40, lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ extension; product ID 3387s-40, lot# v011938 serial# implanted: 2007 (B)(6), explanted: product typ lead; product ID 3387s-40, lot# v014246 serial# implanted: 2007 (B)(6), explanted: product typ lead. (B)(4).

Event description:
Following additional review manufacturer report#3004209178-2012-05663 will remain separate from this report.